Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that poor deployment was encountered with a pipeline flex with shield technology stent (ped2). The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid posterior communicating (c7) (ic-pc) aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone arterial diameter was 2.85 mm distally and 3.5 mm proximally. It was noted the patient's vessel tortuosity was ordinary. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as no problem. Deployment failure occurred at the proximal side of the stent. The pipeline was resheathed and removed from the patient with the mic rocatheter. The ped2 was replaced with a different ped2 to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). No resistance was felt during delivery or deployment. The central part of the pipeline was positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included 8f branchorxf guidecatheter, phenom 17 and phenom 27 microcatheters, synchro14 guidewire, target 6x20 embolization coil.